Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent a trochanteric fixation nail procedure. During the procedure, a tfn helical blade coupling screw broke. The head of the screw sheared off from the shaft while inserting the helical blade. The screw broke off into two large pieces. The broken pieces were retrieved without necessitating any additional medical intervention. There was a surgical delay of 5 minutes to extract the screw. The surgery was completed uneventfully with a good patient outcome. Concomitant device (s) reported: helical blade inserter (part # 357.372, lot# unknown, quantity 1), helical blade (part# unknown, lot# unknown, quantity 1). This report is for one (1) helical blade coupling screw. (B)(4).

Manufacturer narrative:
The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4) was submitted without a date. Correct date should have been 3/19/2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part # 357.377. Synthes lot # 4833703. Supplier lot # na. Release to warehouse date: 31 may 2005. Manufactured by synthes brandywine. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. The returned helical blade coupling screw (357.377, 4833703) is a component of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. The coupling screw is specifically utilized, along with the helical blade inserter for proximal nail locking with a helical blade. The coupling screw is passed through the inserter and threaded into the helical blade forming an assembly used during insertion. The returned instrument was examined and the complaint condition was able to be confirmed as the shaft was found to be broken flush with the cap, and further replication is inapplicable. The returned helical blade coupling screw (357.377, 4833703) was manufactured on 31may05, and drawings: top-level and shaft. A dimensional analysis was not conducted as meaningful measurements were unable to be obtained as the fractured area is not capable of being effectively measured due to post-manufacture damage. No mrrs, ncrs, or actions related to the complaint condition were generated during production of the returned part(s). Review of device history record(s) showed that there were no issues during the manufacture of the product(s), which would contribute to the complaint condition. The material, material properties, and hardness of the returned part(s) were determined to be conforming at the time of manufacture and based on review of the associated/available DHR(s) and based on the details of the complaint and investigation of the returned part(s), additional material/hardness testing is not required. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. The associated technique guide states that during helical blade insertion, the inserter is passed through a blade guide sleeve and advanced using ¿light hammer blows¿ to the proximal end of the coupling screw. The proximal end of the cap shows significant witness marks consistent with impaction, some of which were consistent with off-axis hammer blows. No definitive root cause was able to be determined however the failure mode is typically associated with off-axis impaction. Device available for evaluation?: date returned to manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.